Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3- iliac. It was reported that 4 days post-op the patient underwent a revision surgery due to the rod dislodging from the pedicle screw. The set screw was removed and replaced.